Manufacturer narrative:
Analysis of the returned pump was completed as of this date. Analysis revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Previously reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Telemetry confirmed that a critical alarm was occurring due to a motor stall with no recovery noted. The reason for the stall was not known. The patient had started to experience some increased spasms and shaking in the legs. The device system was used to deliver lioresal. The pump was explanted and was being returned. It was later reported that the pump stalled for 24 hours and did not recover; there was only one motor stall noted on the event logs. The cause of the stall was unknown; there was no MRI (magnetic resonance imaging). Per the reporter, ¿x-ray logs read¿; however, details were not provided. The pump was replaced. The patient was doing ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: catheter (s/n: (B)(4)) UDI - (B)(4) catheter (s/n: (B)(4)) UDI - (B)(4). Initial interrogation of the pump determined it was used to infuse baclofen [2,000.0 mcg/ml] at 200.1 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2018. The patient's weight at the time of the event was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufactures representative reported the patient's pump malfunctioned due to a pump stall and the pump was no longer administering medication. The date of service was (B)(6)2014.